Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's ipg was inoperable, and the leads migrated. In turn, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced. Effective therapy was restored.